Manufacturer narrative:
The device was explanted on (B)(6) 2023. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. This report is submitted on september 19, 2023.

Manufacturer narrative:
This report is submitted on august 16, 2023.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). Explant and reimplantation is planned but has not taken place as of the date of this report.